Event description:
Revision surgery - due to patient being hit by a car.

Manufacturer narrative:
The reason for this revision surgery was to remedy trauma after 1 year, 7 months, 13 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 8 prior complaints reported against this part; this is the first complaint against this lot number. The root cause for this revision was reported as the trauma that resulted from the being hit by a car. There are no indications of a product or process issue affecting implant safety or effectiveness.